Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2003: the patient presented with back and bilateral leg pain. Discharge diagnosis: isthmic spondylolisthesis l5-s1 status post anterior and posterior fusion. Per-op notes: discectomy was performed. 16-mm precision allograft was opened and prepared. The medullary canal of the 16-mm femoral allograft was packed with rhbmp-2/acs. This was then tamped into place and a final radiograph was obtained showing that it was even with the posterior wall of l5. A gill laminectomy was then performed. A kocher was placed on the spinous process of ls and the spinous process was retracted. The bone was removed in its entirety and taken to the back table to be cleaned and morselized to be used as local bone graft. Next, a thorough decompression of the l5 nerve was performed bilaterally. Gel-foam and thrombin were placed over the exposed dura and then attention was turned to the fusion. The pedicle screws were placed at l5 and s1 using fluoroscopic guidance. A marker was placed on each pedicle and then each marker was replaced with a 35-mm screw. In l5, we used 6.5-mm screws and, in s1, we used 7.5-mm screws. The transverse process and the sacral ala were thoroughly decorticated with the midis-rex bur at the time of placement of the screws. The 3-cm, 5.5-mm rod was placed on the patient l5 right side and tightened into place. On the patient's left side, it required a 4-cm rod because the l5 screw was placed in a slightly more cephalad angle. The bone graft was harvested from the left posterior superior iliac spine through a separate fascial incision. The gluteal musculature was elevated from the lateral aspect of the ilium. Next, the capner gouges were used to harvest corticocancellous bone graft from the lateral aspect of the ilium. Attention was then returned to the midline. The cancellous bone graft from the iliac crest was placed over the decorticated transverse process of l5 and the sacral ala and then additional bone graft harvested locally was placed in the lateral gutters as well. This was performed on both sides (B)(6) 2003: the patient presented for follows up of back and leg pain. (B)(6) 2003: the patient presented for post op visit. (B)(6) 2003: the patient underwent MRI of lumbar spine. Impression: 1. Apparently stable fusion. 2. Bulging l4-5 disc without herniation. (B)(6) 2003: the patient underwent CT of lumbar spine. Impression: incomplete posterior fusion, l5-s1 with bone fragments seen poste rolaterally. (B)(6) 2003: the patient presented for follow up of her back.